Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: d9, h3, h6, and h11. The lal was cut into multiple pieces during explantation and both haptics were missing. No device problem was found during visual inspection. No additional evaluation was performed due to the condition of the returned lens pieces. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with a light adjustable lens+ (lal+, sn (B)(6), d) in their left eye (os) on (B)(6) 2024. Following the first light treatment and a yag capsulotomy, the lens was repositioned on the visual axis to help correct the patient's complaint of temporal shadowing and blurry vision. Two additional adjustments were subsequently completed. The lal+ was eventually explanted on (B)(6) 2025 due to blurry vision.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).